Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The most likely cause for the reported event is that the observed wear on switch 3 caused a leak and made it possible for reprocessing to be conducted properly, hence, the foreign material could not be removed. The event can be detected/prevented by following the applicable chapters in the instructions for use: IFU states detection methods in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states preventive measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.